Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had a fan which was not working correctly, that it was overheating and noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer had a fan which was not working correctly, that it was overheating and noisy. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed that the system fan was noisy but was unable to confirm the customer comment of "overheating." The programmer was left on for over 24 hours and tested with no problem. Concomitant medical products: product ID 229047 software analyzer. (B)(4).